Event description:
N/a.

Manufacturer narrative:
Corrected fields: e3 occupation. Updated fields: b4, g3, g6, h2. H6-(type of investigation, investigation findings, investigation conclusion) and h11. Additional information: the telephone number of contact person (B)(6). It was reported by the customer through the emergency support program (esp) that during use, the cs300 intra-aortic balloon pump (iabp) experienced an iab does not fully fill. There was patient involvement reported and no injury or harm reported. The customer used arrow iab and so they reached out to teleflex customer care and stated no longer needed getinge esp personnel assistance. Based on the conversation between esp personnel and the customer, the issue appeared to be related to the arrow 50cc iab, as the distal tip was not fully inflating. The customer received instructions from teleflex on manually inflating the catheter; however, no additional information regarding the catheter¿s performance, the outcome of the manual inflation, or any further troubleshooting steps was provided to esp. Therefore, no root cause evaluation can be performed.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
User called into emergency support program (esp) line to request support with alarm balloon failure to inflate that occured during use on cs300 intra aortic balloon pump. User said that the alarm has relieved itself with catheter manipulation, but the md notes that the iab does not fully fill. The catheter used was arrow 50cc. The esp perseonel waited several minutes on the call as the user spoke with the teleflex helpline(arrow). They were receiving instructions for manuel inflation of the catheter. User said that they no longer needed assistance and would continue to follow with the teleflex caller. No harm or injury reported.